Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was leaking once again. No patient complications were reported after the replacement procedure. The implant date and lot numbers of the explanted devices were also provided.

Manufacturer narrative:
Event description: updated with additional information. Lot number of device recorded. Implant date recorded. Device code updated to reflect code 2588. Patient code updated to reflect code 1928. Evaluation result code updated to reflect code 213. Evaluation conclusion code updated to reflect code 22.